Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. A4-patient weight is unknown.

Event description:
It was reported pc displayed the message "generator not responding¿ logs confirmed and repeatedly found in the service app state. Trouble shooting steps over the phone was unable to reconnect. Next course of action is unknown at this time.